Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is having touchscreen issues and not working. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer and confirmed the reported problem. Bench service was requested.

Manufacturer narrative:
The device was received by bench service and evaluation was performed. It was confirmed that the touchscreen is not working correctly, and touchscreen calibration fails. A touchscreen will be ordered for repair.

Manufacturer narrative:
Bench repair replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. Corrected product UDI.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The product investigation lab (pil) technician has verified that the touchscreen fails flex cable resistance verification testing, confirming the complaint that the touchscreen is not working correctly, and touchscreen calibration fails. Due to this failure in flex cable resistance verification, the touchscreen does not meet the acceptance criteria. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.